Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- litigation papers allege: on or about (B)(6) 2005, patient was implanted with a depuy pinnacle mom hip implant on his left side. Patient has experienced severe pain, discomfort and inflammation in his left thigh, left hip area, and groin. He also feels extreme discomfort when sitting for periods of time. Patient was revised on or about (B)(6) 2011. Doi: (B)(6) 2005 - dor: (B)(6) 2011 (left side). Patient is a resident of (B)(6) . Update: 10/9/2012 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Patient demographics added.

Event description:
Medical records received. After review of the medical records for MDR records, the revision operative note indicated osteolytic cysts and no major metallosis. Lab results from (B)(6) 2011 indicated metal ion levels were below 7ppb.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records for lot codes 1832440 and 1822817 did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. A previous device history record review for the lot codes provided did not reveal any related manufacturing anomalies. Corrective action was not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges elevated metal ions.